Event description:
When disconnecting texium tubing end from the central line cap on port tubing, noticed that blood was backing up into the port tubing. When nurse looked at the cap end, it was noted to be pushed in and not functioning. Cap was changed immediately. New cap was applied and no further problems occurred.